Event description:
It was reported that the procedure was cancelled. A 330cm rotawire and wireclip torquer was selected for use. During procedure, it was noted that the rotawire was kinked and the procedure was cancelled. There were no patient complications reported.